Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a 66-year-old female patient with acute myocardial infarction / cardiogenic shock was implanted with an impella cp for mechanical circulatory support. The complainant reported immediately after the implant, the cp showed saturation with motor currents ranging from 1000-1100, flows of 4.3/4.3, and high purge pressure. The automated impella controller showed flipped white left ventricle waveforms and red aorta waveforms. Activated clotting time was only 200 seconds upon pump insertion. Medical staff removed the cp and replaced it with another cp without issue. The patient remains on impella support.

Manufacturer narrative:
The investigation of saturated flow has been completed. The impella device was not returned for evaluation. The cause of the saturated flow issue was most likely biomaterial per log analysis and clinical information. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-12518: e4 should have been left blank in the initial report.